Manufacturer narrative:
Medwatch sent to FDA on 12/30/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an acute incompatibility reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of an acute incompatibility reaction as follows: undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported after injection with unspecified juvederm ultra¿ t is hypothesized patient developed "acute incompatibility reaction. It is not known if it was against fillers or some other element as make up, antiseptic, or anesthetic." Patient was treated with topical and oral corticoid and the "case has regressed." Symptoms are ongoing.